Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin pen needles, the needles partly dull plus the needles through shield. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd insulin pen needles, the needles partly dull plus the needles through shield. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Forty sealed 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No. 325104. Visual examination was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.